Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of customer provided image shows a controller with e8 error on display. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) previous use. (2) disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee scope surgery, the ambient super multivac wand was connected to a quantum ii console and it showed a wand error e8. The procedure was successfully completed using a back-up device. A delay greater than 30 minutes was reported. No patient injury or other complications were reported.